Event description:
A 21mm sjm regent valve-mechanical heart valve - rotatable aortic flex cuff model number 21agfn-756; expiration date: 2012-03-12 was implanted by surgeon. While manipulating valve, the leaflets came apart. Valve was removed and replaced. No injury to the patient.